Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism. (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix mechanism.

Event description:
It was reported during the implant, that the right atrial (ra) lead had positioning difficulty and was repositioned about 10 times due to sensing and/or threshold. Upon the 10th repositioning it took approximately 30 turns for the helix to extend and it abruptly popped out. The physician was frustrated with the ra lead behavior so the physician decided to remove the ra lead and also the right ventricular (rv) lead due to lack of trust with the leads performance. The ra and rv leads were both removed and new ra and rv leads were implanted. No patient complications have been reported as a result of this event.